Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed the system intermittently shows "localizer not connected". The representative restarted the system completed and the system was able to resume navigation. Replacement parts were shipped to the site, however confirmation of replacement has not been provided. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the localizer on the navigation system was not connected. While in the case, the site took an imri post op scan. After taking the scan, the room received power again, and the monitors came back on. However, after 15 seconds, the localizer switched to not connected. The site rebooted the system and it became unresponsive. After a hard shutdown it was possible to reboot the system and proceed. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. No additional information was provided.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was received by the manufacturer for evaluation. Testing found that the psu intermittently tracked along the far left edge and back edge of the field of view. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that cables on the computer of the navigation system were reseated to resolve the reported issue.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Following replacement of the components, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Correction: the findings on the positioning sensor unit (psu) were not documented in the medtronic navigation hardware anomaly tracking database.